Event description:
It was reported that a patient presented in-clinic reporting chest discomfort. Upon examination, the patient's right ventricular (rv) lead was found to have perforated the patient's heart through the use of a computerized tomography scan, resulting in high capture thresholds, pericardial effusion, and the patient's reported discomfort. The patient rv lead was repositioned under fluoroscopy on (B)(6) 2022. The patient was stable throughout without any symptoms following the procedure.